Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the wire guide was returned inside the original holder, but placed upside down, ie with the flexible tip outside the proximal end of the holder. Except from minor kinks at the distal tip the wire guide was uniform and without any damages and the outer diameter was according to specifications. Based on these findings the exact reason why the wire guide could not be advanced through the zenith device cannot be determined. It is noted that the procedure was completed with a lunderquist wire guide with extended curve and that there were no adverse effect to the patient. No evidence to suggest that this wire guide was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: tscmg-35-300-lesdc g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): k061670. (B)(4). Investigation is still in progress.

Event description:
A male patient underwent tevar. Access was gained from right common iliac artery (cia), since access vessel was too thin. After secure the access route, the wire guide was exchanged followed by angiography. Then, the physician attempted to advance the delivery system over the wire guide, however, it could not be advanced. Therefore, another wire guide (tscmg-35-260-e-lesdc/lot# unknown) was used instead, and it passed through the device successfully and the procedure was completed without problems. Stated by the physician: "the wire guide was not even kinked, however it could not be passed through the delivery system. I suspect that the wire guide has individual difference or it was thick originally". Patient outcome: there have been no adverse effect to the patient reported.